Manufacturer narrative:
The investigation of low pump flow has been completed. The pump was returned for investigation. Data logs were not provided for this case run. The returned product had biomaterial wrapped around the impeller, which was flushed out during the pump testing in a bucket of water. No issues were noted with the optical signal parameters, and the pump was able to start in the bucket of water. No physical damage was observed on the pump or dp sensor. The pump was sent for a flow loop test, where it failed due to sensor drift after three hours of operation, with loss of placement signal data and pump flow. The optical sensor failure mode was changed to a placement signal issue since the dp sensor was found to be malfunctioning and causing the psnr issue. Additionally, the low pump flow was removed from the investigated failure modes since the dp sensor issue was disturbing the pump flow calculation during the case run. As per the clinical, loss of the placement signal and the pump flow reported with peak signal-to-noise ratio alarm and these were reappeared after one day. The cause of the placement signal issue was sensor drift, based on returned product investigation. Pump flow calculation was based on the placement signal, so in this case, the pump flow was affected due to sensor drift. D.9 date device returned/information was added. D.6b revised explant date as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-24787.

Event description:
The user facility reported a patient was implanted with an impella rp flex pump for mechanical circulatory support and had low flows. The patient status post cardiovascular artery bypass graft surgery with mechanical aortic valve replacement and placement on intra-aortic balloon pump support was brought to the catheterization lab for impella rp flex support. However, approximately eight to nine days after start of support, flows were found to be lower than expected at performance level p-5. Heparin dosage was increased in response to the low flow. Support continued approximately for an additional four days.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
B.5. Updated with additional information. H.11. Type of reportable event has been corrected from serious injury to malfunction. H.6. Medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-24787.

Event description:
Additional information was received. The complainant reported that an implanted impella rp pump experienced a loss of the placement signal and flow display. Positioning was subsequently confirmed via chest x-ray. The decision was made to continue support with the implanted pump despite the intermittent placement signal. The device was successfully weaned and explanted.